Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection and functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported issue was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a titanium transfer set was "idled" and could not be connected to the titanium adaptor during preparation. There was no allegation against the titanium adapter. The transfer set was replaced. There was no patient involvement. No additional information is available.